Event description:
Customer reported that the sensor was alarming that she was low and also received a threshold suspend alarm. Customer has treated with glucose tablets. It was noted that the sensor was reading 63 mg/dl and the threshold suspend is set at 60 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.